Event description:
During a ptca/artherectomy treatment procedure, the wire sheared off and the burr perforated the circumflex coronary artery. The lesion being treated was highly calcified. After several unsuccessful attempts to cross the lesion with various balloons, he decided to use rotablator therapy to cross the lesion. After several passes with the burr, the wire became sheared off and burr perforated the artery. The pt experienced chest pain of 5/10 intensity. The physician removed the burr, inserted a balloon and inflated it in an attempt to seal off the perforation. The pt remained on the table for 2 more hours under observation. His chest pain never increased in intensity beyond the 5/10 level, and gradually decreased to a 2/10 intensity. Two echocardiograms were performed during this time to access for tamponade, but no evidence was noted. The pt was taken back to the ccu where he remained stable.